Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter removal difficulty and tip detachment occurred. The target lesion was located in a deep vein of the left lower extremity. An angiojet zelantedvt was used for a thrombectomy procedure. During procedure, under thrombectomy mode for 180 seconds, contrast agent was leaking at about 10cm from the tip of the catheter. When the device was about to be removed, there was difficulty removing the catheter. The catheter was removed together with the sheath. It was found that the front end of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system with an 8f introducer sheath on the distal end of the catheter. The pump assembly, effluent/supply line, shaft, and tip were visually and microscopically inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that transition between the proximal and outer shafts were separated 10cm proximal of the tip. The separated ends were jagged, indicating that there was force applied before the separation. The sheaths tip was noticed to be damaged, also. An attempt was made to remove the sheath from the shaft; however, due to the damaged sheath and separated shaft, the sheath was not able to be removed. The od (outer diameter) of the shaft was measured and found to be within specification. Review of the product specification indicates the zelante is compatible with an 8f sheath. The returned sheath on the shaft of the catheter was an 8f sheath and the ID (inner diameter) of the distal end of the 8f sheath was measured and found to be 0.113"; therefore, there is no indication of a compatibility issue.

Event description:
It was reported that catheter removal difficulty and tip detachment occurred. The target lesion was located in a deep vein of the left lower extremity. An angiojet zelantedvt was used for a thrombectomy procedure. During procedure, under thrombectomy mode for 180 seconds, contrast agent was leaking at about 10cm from the tip of the catheter. When the device was about to be removed, there was difficulty removing the catheter. The catheter was removed together with the sheath. It was found that the front end of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.